Event description:
User reported that the device incorrectly triggered the safe flow mode which caused an unintended pump stop. There was no patient harm; however, the event is considered reportable.

Manufacturer narrative:
Investigation identified that the sensor was cracked. The sensor has been scrapped and replaced.